Event description:
Dexcom g7 failed to accept calibration, resulting in suspended insulin on aid system. In these situations, suspended insulin delivery can lead to extreme hyper glycemic events. Dexcom advises no calibration in the first 24hrs of a new sensor which is the time in which the error is occurring and can lead to several days worth of glucose control issues if the sensor is showing false information and providing that bad information to the aidsystem.